Event description:
Legal claim and medical records received. It is alleged that the patient suffers from pain, numbness, limited mobility, and stem loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Legal claim and medical records received. It is alleged that the patient suffers from pain, numbness, limited mobility, and stem loosening. Doi: (B)(6) 2007- dor: (B)(6) 2010 (right hip). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. Medical records were reviewed by the depuy legal nurse who found from a medical perspective , based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/2/15-pfs received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on:9/29/2015.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update rec'd 8/6/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, and. Inflammation.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.